Manufacturer narrative:
Analysis received the unit with intermittent button response due to corroded keypad traces. Analysis received the unit with motor error alarm due to a faulty force sensor resistor. There was no ramping numbers anomaly. Motor passed motor test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was unresponsive. The customer's blood glucose was 56 mg/dl at the time of incident. The insulin pump will be returned for analysis.